Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) as the pump stayed flat. An ultrasound was performed in which the reservoir was found to be full. The physician suspected there was something wrong in the tubing between the pump and the reservoir. A surgical procedure was performed in which the tubing was cut and a new reservoir was connected to it. The original reservoir was not explanted and no air or holes were identified in the device. There were no patient complications related to the event.